Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event log review was performed and found evidence of reported problem. Testing was performed by attaching the cassette into pump and observing for reported issue. The customer's reported problem was verified. The pump displayed "cassette not attached properly" alarm message during testing. Investigation found that the reported problem was caused by faulty downstream sensor. Service replaced the faulty downstream sensor to correct the reported problem. The root cause of the reported problem was the faulty downstream sensor.

Event description:
Information was received that this smiths medical cadd solis vip pump displayed "cassette not attached" alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.